Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the atrioventricular (av) fistula, with mild calcification , mild tortuosity and 85%stenosis. The 6.0x40mm armada balloon dilatation catheter (bdc) was inflated once to 6 atmospheres when a ruptured occurred. There was not resistance met during advancement. Another armada balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the atrioventricular (av) fistula, with mild calcification , mild tortuosity and 85%stenosis. The 6.0x40mm armada balloon dilatation catheter (bdc) was inflated once to 6 atmospheres when a ruptured occurred. There was not resistance met during advancement. Another armada balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.